Event description:
The customer was hospitalized for low bgs. The customer over bolused by pump to treat the hyperglycemia and had two insulin reactions. Troubleshooting was performed. The programming and bolus history were accurate. The customer stated that while pt was in the hospital the deliver again while suspended. The customer does not feel comfortable with the pump and requested a replacement pump.